Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the bulb of the lamp is out and the laser portion of the system is not working. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the tray arm issue and the light bulb issue. The laser issue was not confirmed or replicated. The company service representative found the auxiliary illuminator kit need to be replaced and that was done. The tray arm and the lower mount were replaced. The xenon lamp was replaced. The system was then tested and met all product specifications. The system was manufactured on september 12, 2011. Based on qa assessment, the product met specifications at the time of release. The auxiliary illuminator kit and tray arm were received and a visual assessment of the returned sample showed the top right of the auxiliary illuminator kit was broken. The tray arm was missing the locking blade and the tray spring lock. This observation was determined to be the root cause of the tray arm movement failure. The auxiliary illuminator kit was installed into a calibrated system and tested. The system message (sm) - [lamp louver failure: unable to move to home position. Right port will be disabled] was displayed upon boot-up. Troubleshooting found bus buffer component located at u2 of the illuminator cable printed circuit board (pcb) to be the root cause. The root cause of the light bulb issue cannot be determined conclusively. The root cause of the tray arm can be attributed to the locking blade and tray spring lock missing. The root cause for the laser issue cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that there was no patient harm.